Manufacturer narrative:
Pump was received with a minor deep scratched lcd window. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump was monitored and no unexpected battery power loss and drive/motor anomaly noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 06/18/2024 18:28:00.000. Insert battery alarm was found on: 06/18/2024 20:07:54.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-jul-2024 at 6:15:07 am. There was no power data available for the date of 28-jun-2024. Unable to check power data for low battery alert. No unexpected battery power loss and low battery alert noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 20-jun-2024 in the formatted history file. No motor related errors/anomalies recorded in the formatted history file. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. Corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a broken belt clip rails. The pump passed all the required testing. Cosmetic damage was confirmed at the screen of the pump during analysis. Customer alleged for keypad anomaly, drive/motor anomaly and unexpected battery power loss were not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), keypad/button unresponsive/button error, drive/motor anomaly, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump. No product return is required for mmt-1780kpk.